Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. Upon the physician using electrocautery, the pulse generator exhibited loss of output and the patient became asystolic for a short period of time. The physician then quickly successfully completed the procedure. The patient was in stable condition before, during and post surgery.